Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. No bolus history anomaly was noted. No reset error alarm was noted during testing. The insulin pump was received with a peeling, but not worn or faded, address and serial number label, minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump and the bolus history was recording wrong for about a month. It was noted that the date on the insulin pump was wrong. Customer's blood glucose reading at the time of the call was 82 mg/dl and has treated with a bolus. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.